Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010 and revision procedures on (B)(6) 2010 and (B)(6) 2011 due to patient allegations of elevated metal ion levels, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-05100 / 05102).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010 and revision procedures on (B)(6) 2010 and (B)(6) 2011 due to patient allegations of elevated metal ion levels, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2010 due to migration of the acetabular cup. Operative report noted the presence of a hematoma. The acetabular cup was removed and replaced. Operative report received noted patient underwent an additional right hip revision on (B)(6) 2011 due to a loosening. Operative report noted the presence of murky fluid and a loose acetabular cup. The modular head and acetabular cup were removed and replaced.